Event description:
Pt states that he woke up shaking and his temp on the blanket cooler was low (95 degrees). Nurse and cnl came to his room and removed the cooling blanket. Core temp measured by hyperthermia unit reading 95.5 f with auto cut off setting of 99f. Connections verified and core temp probe properly inserted and operating. Temp was taken about 5 mins later and was 97 degrees orally. Pt complained of uncontrolled shivering and was placed on oxygen due to his de-saturation from shivering. Pt temp was monitored throughout the night rose to a maximum of 101.8. Pt was stable at this time. Blanket cooler was picked up by tech management in the morning. (B)(4).

Manufacturer narrative:
Csz confirmed that the unit involved in the incident at (B)(6) has checked out fine by their biomed dept. There were no problems found with this device. After receiving completed questionnaire and additional info from the user facility regarding the event, it appears that there was a discrepancy in the user facility report and the response received from the user. The discrepancy was regarding the fact that the pt did or did not experience any de-saturation, thus requiring oxygen. With further clarification from the user, it was confirmed that the pt did not require oxygen because of shivering, but required from the pain and inability to take deep breaths needed to improve oxygen saturation. In addition, the pt had been de-saturating at least the day before the event requiring oxygen intermittently. There was no pt injury reported and the device worked as intended which has been tested by biomed and found to be functioning properly. From the info available to csz, we believe that this is a suspected "user error" which has been communicated to the user facility.